Event description:
The pump was removed due to battery depletion after having been implanted for 40 months. It was replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.